Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces.

Event description:
It was reported that the patient underwent total hip arthroplasty on both hips between 1999 and 2001. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2014 due to possible poly wear. The liner and head were removed and replaced. There has been no reported left hip revision procedure to date.